Event description:
It was reported that the patient was having non-specific battery problem with this implantable pacemaker. Patient to follow up with healthcare facility. This device remains in service. No adverse patient effects were reported.